Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's husband called technical services and stated the patient was in the hospital due to a stroke. On follow-up with the patient's nurse she confirmed the patient was admitted to the hospital on (B)(6) 2016 for symptoms of stroke. Per the nurse, the patient's stroke was related to his pre-existing hypertension and end stage renal disease. The event of stroke was not contributed to use of fresenius products. The patient recovered from symptoms of stroke and continued continuous cycler-assisted peritoneal dialysis (ccpd).

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the cycler performed as designed during testing. External, visual inspection was performed and there are no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. Simulated testing was performed and passed all tests. The delivered fill volumes were within the tolerance for this device. There were no fluid leaks in the test cassette during the treatment test. Other component tests were performed and passed as expected. An internal visual inspection was performed and visual inspection of the unit showed brown, discolored pneumatic tubing and a brown hp2 filter within the cycler unit. The cause of the encountered discoloration could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.